Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a large increase in amplitude measurements on the right ventricular (rv) lead was observed. All other electrical measurements were stable and appropriate. Manipulations did not reveal any abnormal measurements. The physician suspected a lead dislodgement, but did not want to perform an x-ray. No changes were made to the systems, the patient will continue to be monitored appropriately. No adverse patient effects were reported.